Manufacturer narrative:
G3. Date received by manufacturer (mo/day/yr); initial MDR inadvertently submitted incorrect date of receipt, should have been 01/20/2021

Event description:
New information was received that the worsening depressive symptoms is not related to implant procedure and not related to stimulation and not related to device no additional relevant information has been received to date.

Event description:
It was reported that a study patient was experiencing worsening depression symptoms. This was noted as a severe adverse event and no indication was provided regarding relationship to vns. It was noted that medication changes are planned. No additional relevant information has been received to date.